Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The cause of the reported phenomenon could not be conclusively determined at this time. The instruction for use warns users: "improper use of the applicator may result in a falope-ring band being inadvertently discharged into the peritoneal cavity or entrapping the fallopian tube within the applicator forceps tongs." If additional information becomes available at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a tubal ligation procedure, the device did not deploy properly and the falope ring would not detach from the applicator. The physician had to cut the device in half which subsequently cut through the fallopian tube. There was bleeding, described as not severe, from the fallopian tube that a general surgeon was called to assist with the procedure. The surgeon used a kiplinger device to stop the bleeding and successfully achieved complete hemostasis. The patient was discharged home per hospital protocol. There was no report of prolonged hospital stay. No additional information was provided.

Manufacturer narrative:
The device referenced in this report is an implantable device so therefore, the reported event could not be confirmed. The user facility returned one unopened device which came from the same lot number as the used device. Visual inspection of the distal tip applicator under a 10x magnification found that it was free of nicks and burrs. The handle moved smoothly when it was actuated. Dimensional measurements were performed and the device met specifications. The device was functionally tested by loading two ring bands on the distal end and both bands fired independently as designed. Based on the evaluation results, the device performed as intended.